Event description:
It was reported that "dpt zeroed, but the pressure value was abnormally high during use." Monitor was showing -150mmhg to 160mmhg, but it is unknown what values were expected. During the investigation, it was unknown if there were any fault or error messages displayed on the monitor. The waveform was normal. It is unknown if the patency of the line was confirmed. A sample of the tracing was not available for review.

Manufacturer narrative:
Received one dpt without any attached component for examination. The pressure transducer zeroed and sensed pressure accurately on a nihon koden bedside monitor. Pressure was measured at various pressure values, 0, 50, 100 and 300 mmhg. Electrical testing showed that both input and output impedance were within specifications. Zero-offset also met specification per instructions for use. No visible damage was found at the cable connector. Visual examinations were performed under 10x magnifications. The reported event of "the pressure value was abnormally high" could not be confirmed. There was no evidence of a manufacturing defect; no actions will be taken at this time. A supplemental report will be forthcoming when the device history date is received.

Manufacturer narrative:
The device history record review was completed and all manufacturing and sterilization inspections passed with no non-conformances.